Event description:
The customer reported via phone call that she had site issues-blood at site and sensor issue of the insulin pump. Customer's blood glucose was 184 mg/dl. The customer was advised to replaced sensor as blood on connector can possibly damage transmitter pins. Customer was advised that we would replaced sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.